Event description:
It was reported to covidien in 2009 that a customer had an issue with dialysis catheter. The customer reports the product leaked from the arterial side of the catheter from the silicone extension one day after placement, during dialysis. Catheter needed to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.